Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon reamed to 25mm conical restoration modular and asked for implant to be opened. I opened the outer plastic of the appropriate implant box- which looked/appeared uncompromised. The rn took the implant and proceeded to open onto sterile field. Staff noticed the inner seal sterile packaging had obvious hole. The implant was clearly not sterile. We had another stem come in from another account but surgeon decided to not wait and ream up to 26mm and utilize 26mmx155mm stem.

Manufacturer narrative:
An event regarding packaging damage involving a restoration modular stem was reported. The event was not confirmed. There is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported packaging damage determined due to the minimal information received.

Event description:
It was reported that the surgeon reamed to 25mm conical restoration modular and asked for implant to be opened. I opened the outer plastic of the appropriate implant box- which looked/appeared uncompromised. The rn took the implant and proceeded to open onto sterile field. Staff noticed the inner seal sterile packaging had obvious hole. The implant was clearly not sterile. We had another stem come in from another account but surgeon decided to not wait and ream up to 26mm and utilize 26mmx155mm stem.